Event description:
Device issue: failure to cross and proximal shaft separation. Time of device issue: during stenting procedure. Symptoms/ae: none. It was reported that the target lesion was heavily calcified, eccentric, de novo, chronic total occlusion (cto) lesion in the mid-right coronary artery. After pre-dilatation of the lesion with a non-abbott balloon, an attempt was made to deliver a non-abbott stent delivery system; however, it would not cross. A second non-abbott stent delivery system was used with the same results. A xience v 2.5x23 was used successfully crossing the lesion and was implanted. A 2.5x8 xience v was being used to implant in an overlapping technique; however, it would not cross. It was found that during advancing, the shaft (near the hub) separated. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the stent delivery system (sds) was returned with the stent implant stationary on the balloon between the markers. There was no damage noted to the stent implant. The balloon was tightly folded. The hypotube was separated 88.5 cm proximal to the guide wire exit notch. The separated portion of the hypotube separation was not returned. The fracture face was ovaled as if kinked prior to separating. The hypotube jacket was separated at the same location. The material at the separation was stretched and jagged. There were two bends in the hypotube 8 mm and 1.5 cm distal to the separation. There was no other damage noted to the sds. There were no kinks or damage noted to the tip or inner member. The entire length of the tip was measured and met manufacturing criteria. The tip length was 6 mm. A snap gauge was used to measure the stent implant outer diameters and these met manufacturing criteria. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. There were also two bends in the noted in the hypotube. Since no damage was noted during product inspection prior to use, it is likely that the hypotube became bent and ultimately separated during the attempt to cross the lesion. In this case, the failure to cross, bends, and separation of the hypotube appear to be related to operational context. Review of the device lot history record did not produce any findings relevant to this report. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. The lesion condition was described as heavily calcified, which likely contributed to the failure to cross. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are 100% visually inspected for kinks/bends during the manufacturing process. Additionally, a sampling of units is destructively tested to verify lumen integrity.